Manufacturer narrative:
Initial reporter: local telephone number continued: (B)(6). This report is being filed on an international product, list 06c29 that has a similar product distributed in the us, list number 06l27. (B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed falsely elevated (B)(6) igg results for four patients while using the architect havab igg assay. The customer provided the following results (s/co): sid (B)(6): initial (B)(6) by vidas. Sid(B)(6): initial (B)(6) by vidas. Sid (B)(6): initial (B)(6) by vidas. Sid (B)(6): initial (B)(6) by vidas. There was no adverse impact to patient management reported. The results were not reported from the laboratory.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a device history review, a search for similar complaints, and a review of labeling. Return material was not available from the customer. A specificity testing protocol was executed; testing met the acceptance criteria and determined the reagent is performing acceptably. No issues were identified which would indicate a product deficiency from the device history review. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect (B)(6) igg reagent list number 06c29, lot numbers 53137li00, was identified.